Event description:
A no output condition was reported by the patient's audiologist. The patient was seen in november 2006 by vibrant med-el staff. The audiologist reported that the patient had complained about not hearing with his ap on. Audiologist checked the ap and found it to be functioning properly. He then did a functional gain test in soundfield which showed no difference between the unaided and aided thresholds. The ap was found to be working properly. Testing was done and functional gain showed no significant difference between the unaided and aided thresholds for warble tones in soundfield with the ap set at maximum gain. A rtf test was done and showed no response.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to vibrant med-el for evaluation. When available, a device analysis will be submitted as a follow-up report.